Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for device change out due to normal eri. Externalized conductors were observed on the lead. No electrical anomalies were detected. The lead was capped and downgraded to a pacer only. The patient was stable post- procedure.

Manufacturer narrative:
Additional information: the connector portion of the lead in one piece measuring 4.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.